Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had a charge time of 16.9 seconds and 2.58 volts of battery voltage, however, it did not beeped every 6 hours for 16 times as expected and no error messages or elective replacement indicator (eri) declaration. Boston scientific technical services (ts) suggested saving data to memory and send for analysis. To date, device still remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the product analysis indicated that the allegation against this implantable cardioverter defibrillator (ICD) was not confirmed. A review of the device memory noted no resets or fault codes. The device did trigger replacement indicator while implanted and had passed the longevity calculation. The device met specifications.

Event description:
Additional information indicated that the implantable cardioverter defibrillator (ICD) was explanted due to normal battery depletion (nbd). No adverse patient effects were reported.